Event description:
On 01/27/1999 following a percutaneous transluminal coronary angioplasty with stent procedure an angio-seal device was placed in a pt's right groin. The next morning (01/28/1999) the pt coughed and a 4 - 5cm hematoma developed. A femostop was applied for an unspecified time frame. After removal of the femostop a bruit was noted. A cardiovascular surgeon consult was obtained the pt was taken to surgery where a pseudoaneurysm was repaired with no evidence of the angio-seal device at the site of the pseudoaneurysm. The pt was reportedly "fine" and discharged to home. As of 03/30/1999 there has been no further report to the MFR of complication or add'l pt sequelae.